Manufacturer narrative:
Unable to prime during the prime test due to protruded/loosed drive support disk. No alarm noted. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to prime/fill anomaly noted.

Event description:
Customer reported the pump alarmed during prime. Nothing further reported.